Event description:
It was reported that the needle pierced through the bd insyte¿ vialon e IV catheter during use. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer's report, after catheter placement, the hcp advanced the catheter but felt strong resistance and could not advance it any further." Via bd investigation: "from the returned sample, observed a ¿v-cut¿ on the catheter tip that matches the shape of the bevel, which could be caused by needle pierced through catheter."

Manufacturer narrative:
Investigation summary: six photos and one actual sample were received by our quality team for evaluation. The photos were subjected to visual inspection to check for catheter tip damaged. From the photos, no catheter tip damage was observed. The sample was subjected to visual inspection to check for catheter tip damage. A ¿v-cut¿ was observed on the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The ¿v-cut¿ on the catheter tip matches the shape of the bevel and could be caused by the needle piercing through the catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.